Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model 401623) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a procedure, the electrode on the tip of the pacel catheter was found to be partially detached upon removal from the patient. Since the device could not be successfully advanced into the target site in the right ventricle, it was temporarily removed from the body to check its condition. Upon inspection, the electrode on the tip was found to be partially detached. It is alleged that the pacel catheter may have been caught on the valve of the sheath during removal. Fluoroscopy during implantation showed no abnormalities on the tip.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The reported event of the partial tip detachment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.